Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise has been observed since (B)(6) 2009. In (B)(6) 2010, the pacing threshold had increased. As such, the lead was capped.